Event description:
No sample available for investigation.

Manufacturer narrative:
Manufacturing and quality control data: due to the fact that the serial number of the product is not known, it is not possible to trace the production and quality control data. However, we can confirm that all parameters of our products are checked and approved during manufacturing. Furthermore, we assure that the production and quality assurance department completely ensure that only products conforming to specifications are placed on the market. Conclusion: due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. An investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a gav 2.0 (#fx207t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be not adjustable. (The reason for complaint can not be possible for this type of product, because the article is a fixed pressure valve). The patient underwent a revision procedure. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.